Event description:
It was reported that patient faced redness and pain at the injection site on the left thigh with suspicion of abscess. The patient was treated with antibiotics and underwent drainage. It was observed that the insertion sites where the cannula was inserted were not good.

Manufacturer narrative:
E1: name: abbvie inc country: united states of america street: 1 north waukegan road city: north chicago state: il zip code: 60064 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545